Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, a dissection occurred during the insertion of the arterial sheath of the enroute neuroprotection system (nps). Further, an extravasation was noted after placement of the enroute transcarotid stent. The physician decided to explant the stent and perform patch endarterectomy to treat the dissection. There were no further complications reported.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.